Manufacturer narrative:
Technician found that the head left siderail was not latching because it was hitting the edge of the mattress. Moved the mattress away from the siderail slightly, and the siderail latch worked properly.

Event description:
Complaint alleged that one siderail does not got up. Requesting new bed.